Event description:
It was reported that during a polypectomy procedure, the snare component was missing. The location of the polyp is unknown. The sensation micro oval polypectomy snare was introduced into an unspecified endoscope and advanced to the polyp. Upon releasing the device handle to open the snare, the physician noted that there was "no snare coming out of the catheter". The device was removed from the patient where it was noted on inspection that "despite the handle moving the internal wire, no snare was protruding from the catheter". The physician suspected that a snare loop had not been attached to the device. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be field. The customer has not reported the lot involved. A ship history was performed in order to identify the most probable lots involved in the reported event and 3 lots to the product reported. A DHR (device history record) review performed and deviations were not found. The most probable root cause of the reported event could not be determined.